Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the plunger was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional cardiac catheterization procedure. Reportedly, the proglide plunger was very difficult to remove. It was finally removed. The device and sutures were also removed as the technician was not sure if the difficulty with the plunger had impacted the sutures. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.